Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed a critical level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the device. They were advised to contact support again if the malfunction recurred, and the customer understood the guidance.